Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a low out of range pace impedance trend was measured on the non-bsc right atrial (ra) lead that is connected to this implantable cardioverter defibrillator (ICD). The patient felt like one of the leads was loose, sometime after the impedance trend was recorded. It was also reported that there were some stored atrial episodes, in which the ventricular beat was sensed on the ra channel. Upon pocket manipulation and isometrics being performed, no noise or out of range measurements were observed. As testing was normal, the patient will be monitored. In regards to the ventricular oversensing, the atrial blanking period was adjusted and that fixed the issue. No adverse patient effects were reported.